Event description:
It was reported a physician performed a kyphoplasty procedure on a pt to treat level t12. During the procedure, an expired curette was used in the pt. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up with company rep.